Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged black connector nut on the system controller was not confirmed. System controller, serial (B)(6) , was not returned for analysis. The provided information stated that the patient had a damaged black connector nut. The extent of the damage could not be assessed due to the customer not providing any additional documents or pictures. Additional information provided on (B)(6) 21 stated that the controller was disposed of and will not return for analysis. A root cause for the reported events cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. The IFU states under the guidelines for power cable connectors section to ¿hand tighten the connector nut; do not use tools. Do not twist the connectors when turning the nut¿ and to ¿line up the half circles inside the connector. Gently bring the connectors together, turning them slightly to make the connection, if needed. Never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the black cable connector knut of the patient's system controller was broken. The controller was then exchanged.